Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had lost sensor problem on the insulin pump. The customer's blood glucose level was 40 mg/dl. The customer stated that low blood glucose level was being very busy and active and not insulin pump functioning. The patient was advised to speak to help line for assistance but he declined that the 3rd sensor he tried work alright. No further assistance needed.